Event description:
It was reported that a smartlite iq2 unit made a loud popping sound during use; the patient jumped and reported an electrical shocking and burning sensation. No burn marks were visible and no intervention was required. A second patient also reported an electrical shocking sensation; no injury resulted.

Manufacturer narrative:
The unit in question may have caused the sensation or it may have been the result of static discharge or other factors. Though there was no report of injury, because device evaluation results are not available at this time, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. The device was returned to the physical manufacturer for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.